Event description:
It was reported that the insulin gauge was inaccurate and static. There was no adverse impact to the customer's blood glucose level. Customer was educated by technical support that this issue can occur due to a large variance in measured pressures, affecting insulin cartridge readings, and was informed that the count would adjust once insulin matched the static display. Caller understood and acknowledged the explanation.